Event description:
It was reported that an occlusion alarm occurred and during pump system check, a minimum fill notification occurred. Customer's blood glucose was 360 mg/dl. Customer reverted to using another pump for insulin therapy.